Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery compartment is cracked at the pump case seal and a slug is missing inside the audio bolus button. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:testing confirmed audio bolus button is not responsive to user input. Open the cover to inspect, there is missing the slug inside audio bolus cover. Unrelated to the complaint, the battery compartment is cracked at the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.